Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv (right ventricular) lead had high impedance, greater than 3000 ohms, a possible lead fracture, and a sic (short interval count) of 932, indicative of oversensing. The rv lead was partially explanted and was later replaced. During the rv lead extraction, the patient became unstable, so he was sent to surgery. It was further reported that the patient became hemodynamically unstable, due to a perforation in the right atrium, during the attempted lead extraction. The atrial lead was also explanted and later replaced. No further patient complications have been reported as a result of this event.